Event description:
A 4.0mm diameter x 16 mm length nc stormer mx2 dilatation balloon catheter was inserted into a patient for the post dilatation of two previously deployed stents. The vessel morphology was not reported. The lesion was pre-dilated. It was reported that the device was inserted into the patient the inflation time seemed to be slow. After the balloon was fully inflated, the physician attempted to deflate, the balloon would not deflate. The physician made many attempts to deflate the balloon with no success. There was an st elevation; the guide was brought deep into the vessel and flow was restored. The patient's st's did come down when the balloon was removed; however, upon removal, the balloon separated distally. The distal end of the balloon remained in the tip of the guide which was then brought in to the sheath. When the guide was removed the balloon remained in the sheath. When the sheath was removed it was noted that the markers and part of the balloon were missing. The patient was sent to surgery for removal of the detached piece of the balloon catheter. The device was in the common femoral artery and cut down will be performed to remove the device. No additional clinical sequelae were reported and patient is fine.

Manufacturer narrative:
.